Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Per the physician, a bacterial infection was suspected since the patient had used the public bathhouse; however, this was not confirmed to be the cause and no additional information was able to be obtained; therefore, the cause of the peritonitis will be assessed as unknown. On the same day, the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, the patient remained in the hospital and the patient outcome was not reported. Dianeal therapy was ongoing. No additional information is available.